Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The camera was replaced at the time of the system checkout. The system then performed as intended. The camera was returned for analysis. The returned camera powered up with the amber fault light on. It was not able to perform the accuracy test due to a hardware fault. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that while setting up for a case the camera was not tracking. After going into the ndi toolbox, there was a "sensor hardware fault" on the camera. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned psu powered up with the amber fault light on. A check of the event log indicated a high sensor voltage message from apr 17. Not able to perform the accuracy test (aak). This psu has not been previously return for a failure. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the returned psu powered up with the amber fault light on. A check of the event log indicated a high sensor voltage message from apr 17. Not able to perform the accuracy test (aak). This psu has not been previously return for a failure. The system then passed the system checkout and was found to be fully functional. Lot number of psu: p702250. If information is provided in the future, a supplemental report will be issued.